Manufacturer narrative:
The excor driving tube, red; ø 6/8 mm l 2 m, lot 00130679, was in use on the patient from (B)(6) 2023 until it was replaced on (B)(6) 2025 for 556 days. We have reviewed the production records of the excor driving tube, lot 00130679 and concluded this product was produced according to our specifications. During the initial visual inspection of the returned driving tube, the reported crack in the driving tube was confirmed. The crack was located directly at the pump connection at the end of the driving tube. Furthermore, various superficial damages were discovered in isolated cases along the driving tube. The overall appearance of the damage indicates wear and high bending stress that occurred directly at the pump connection. The damage was most likely caused by the patient's activity. The excor driving tube in question was used for 556 days until the defect occurred. According to our instructions for use (IFU) (chapter 4: product life), the excor driving tubes shall be used for 1 year only. In (B)(6) 2024, berlin heart sent a 330-day reminder to the clinic to inform them that the excor blood pump and connected driving tube of the affected patient have nearly reached their one year product lifetime. The clinic, however, told berlin heart on (B)(6) 2024, that they decided not to exchange both the components.

Event description:
On 2025-05-30, the clinic contacted berlin heart gmbh affairs to report an incident with the excor driving tube l20h-002x01 on a patient supported with an excor active driving unit. The clinic stated that on (B)(6) 2025, the excor active emitted an h1 pressure loss alarm, and a crack in the driving tube was identified by the clinic personnel. The affected driving tube was replaced immediately without any problems. The patient remained stable throughout, and no negative effects were reported. The patient was successfully transplanted on (B)(6) 2025.

Manufacturer narrative:
The excor driving tube, lot: 00130679, was in use on the patient for 556 days from on (B)(6) 2023 until the driving tube was exchanged on (B)(6) 2025. The manufacturer has reviewed the production records of the excor driving tube, lot: 00130679 and concluded that the product was produced according to their specifications. The excor® active driver was used on this patient. A detailed investigation report will be provided as soon as it is available.